Event description:
Report rec'd with returned product that device was explanted due to "rotor drum failure." F/u contact with health care provider indicated that despite revisions, the pt felt that the device was not functioning properly, and the device was explanted and replaced.